Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro cable caused the device to self activate. During preparation, the hemopro self activated, so the hospital staff switched the cable and the hemopro worked fine. The replacement cord was used to complete the procedure. The hospital did not report any pts effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)